Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the balloon post deployment can be influenced by, but not limited to, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, poor balloon refold, interaction with the guiding catheter or the guide wire. The devices were not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, the system was removed and as single system which suggest the balloon was not sticking to the anatomy or the implanted stent. It is possible that there may have been and interaction between the guiding catheter or the guide wire that contributed to the reported difficult to remove. Although a conclusive cause cannot be determined, the difficulty to remove could not be confirmed and there are no indications to suggest a product quality deficiency. This type of reported event will continue to be monitored. A review of the finished product lot history records did not reveal any nonconforming material records related to this incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficult to remove for this lot. All stent delivery systems are checked for proper guide wire movement on the manufacturing line, proper fold configuration and inspected for proper strut dimensions. Additionally, a sampling of units is destructively tested to ensure proper guide wire reversibility and proper stent deployment and balloon deflation.

Event description:
It was reported that during a procedure of the mid left anterior descending artery, the xience v stent was deployed and the balloon inflated and deflated without incident. After deflation the balloon could not be removed and appeared to be 'stuck' to the stent. It was noted that the guide catheter, guide wire, and balloon were removed as a system from the anatomy to facilate removal of the balloon. A voyager nc balloon was used for additional post dilatation. It was noted that the patient was given additional medication and there was a clinically significant delay in the procedure. The procedure lasted 45-60 minutes and was noted as a good outcome. There was no reported adverse patient sequela. Though requested, there was no additional information provided.